Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen display and none of buttons were work. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer reported the time clock did not advance. Customer stated alarm occurred during the time that the buttons were not responding and buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.